Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During an internal review on 19-mar-2026, noted a correction to the 3500a initial as the h4. Device manufacture date was omitted in error. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed the three-way stopcock damaged (cracked). The three-way stopcock was found to be damaged (cracked). Timing was 15 minutes after the start of the procedure; a leak was discovered during priming. The issue was resolved by replacing the vizigo sheath with another one. The procedure was completed without patient consequence. Additional information was received on 26-feb-2026. The sheath was not being used on the patient. No needle was involved in the alleged event. Additional information was received on 09-mar-2026. The hemostatic valve did not dislodge. The brim cap did not become detached from the sheath. The hub did not become detached from the sheath.